Event description:
It was reported to philips that the system was not booting up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
On 12june2025: final report: philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the field service engineer (fse) identified that there was issue with suite pc power supply and the led was dim in the dsm module in the pdu. The supplier's part analysis conclusively determined the cause of the suite pc failure was power supply does not work and cause of pdu malfunction was burn and- or heat spots. To resolve the issue, the fse replaced suite pc, pdu dsm (power distribution unite dual switch module) and reloaded the software, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.